Event description:
The customer reported that she recently had two bent cannulas and a no delivery alarm. Customer also reported that she had been experiencing high blood glucose levels. Blood glucose level at the time of the incident was 500 mg/dl. The customer declined troubleshooting and will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.